Event description:
It was reported that during an ablation procedure, noise occurred on the distal poles of the ablating catheter (celsius catheter, poles 1-2). Additional information was requested to the customer to obtain detailed information regarding the case and it was stated that the noise occurred on all channels including the 12 leads of bs ecgs and all ic channels, on both the carto mapping system and the ep recording system at the same time. The physician was not able to interpret the signals making this event reportable. The issue was attributed to the generator. The procedure was completed with another generator and with no patient consequences.

Manufacturer narrative:
(B)(4). It was reported that during an ablation procedure, noise occurred on the distal poles of the ablating catheter (celsius catheter, poles 1-2). Additional information received from the customer stated that the noise occurred on all channels including the (B)(4) leads of bs ecgs and all ic channels, on both the carto mapping system and the ep recording system at the same time. The procedure was completed with another generator and with no patient consequences. The stockert was sent in for evaluation in order to recreate the reported condition however the unit was found functional and ready for use during the service. Function test and preventive maintenance were performed to the unit. Nis board was replaced since it was too old to be upgraded; the upgrade is being performed to all units that come for service and requires the upgrade to the board. The upgrade is to enhance the functionality of the board and it is being performed even if the unit does not present any malfunction as seen on this particular event. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that repair record investigation is completed. (B)(4).